Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of report. Date received by manufacturer. Additional 510k numbers include: k002188. Checked "follow-up." Checked follow-up type. Device evaluation checked "yes." Entered evaluation codes. Added manufacturer narrative. The device was returned for investigation. Device malfunction was confirmed as the implant was fractured. Therefore, the reported event is confirmed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the implant dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was provided.

Event description:
It was reported that the implant fractured at tooth site #34 after 8 years and 9 months of implantation. The implant was removed.